Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up, monitor getting hot) was confirmed. Upon eval it was discovered that a capacitor on the high voltage defibrillator board (c19) was damaged causing the capacitor to release electrolytic fluid throughout the unit. The electrolytic fluid caused shortages among several components on both the defibrillator and computer analog boards. The cause for the damaged capacitor cannot be positively determined due to electrolytic contamination of the defibrillator and computer analog boards. No adverse event resulted from the damaged high-voltage c19 capacitor. The pt received a replacement monitor.

Event description:
A (B)(6) old male pt called zoll customer support to report that his device was making a clicking noise and was getting hot. The monitor was not powering up. The pt was issued a replacement monitor.